Manufacturer narrative:
Date sent: 8/24/2007. Info not available, device not returned for analysis.

Event description:
It was reported that during a breast biopsy, the probe made only one or two cuts and then stopped working. Then another one was used to complete the procedure. There was no adverse patient consequence.